Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of damage to the strain relief on both system controller power cables was not confirmed as the controller was not returned for analysis. An attempt was made to obtain additional information (including the serial number of the controller and if the controller would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the system controller was not reported with the event. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility (uf) report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report received states that the patient came into clinic on (B)(6) 2020 with white and black power lead reliefs broken. The controller was exchanged.